Manufacturer narrative:
Per good faith effort (gfe) response received 29jan2026, it was confirmed that the reported issue was attributed to an air intake filter that had been in use for an extended period and was heavily contaminated with dust. The ventilator was not in patient use at the time the issue was discovered. Repair was performed by a third-party maintenance company, which replaced the excessively dusty filter, after which the ventilator returned to normal operation. The device successfully passed performance specification testing following the repair, and the ventilator has been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address line 1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting high blower temperature due to dirty filters. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. This investigation is ongoing.